Manufacturer narrative:
The reported event indicated that the initial implant(s) had fulfilled its / their tasks without any damage. Referring to the event description the implant(s) were removed because the patient sustained a periprosthetic fracture below the gamma nail. Reasons for additional bone breakage can be various (e.g. But not limited to: week bones, additional fall, etc.). In this case the surgeon gave no further indication what may have caused the additional fracture. With available information no real root cause could be determined. Potential product breakage was considered in the risk analysis. The risk of additional trauma is pointed out in the IFU. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes presenting the situations prior to revision. In case relevant information respective the part(s) become available we reserve the right to update the investigation and to change the root cause.

Event description:
The patient sustained a periprosthetic fracture below the gamma nail so the gamma nail and lag screw were revised. A long gamma nail was used to replace the short gamma nail.

Event description:
The patient sustained a periprosthetic fracture below the gamma nail, so the gamma nail and lag screw were revised. A long gamma nail was used to replace the short gamma nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Hospital policy.